Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description. Moreover, there is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Customer contacted third-party company to perform maintenance. After repairing the faulty parts, the ventilator was cleared for clinical use.

Event description:
During routine inspection of the ventilator, the ventilator was contaminated with water/liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).